Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05358. It was reported that the burr became stuck on the rotawire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 325cm rotawire and 1.2mm rotaburr were selected for use. During the procedure, it was noted that the burr was unable to rotate and stall lamp turned on as the dynaglide mode switched on from high speed. Furthermore, it was observed that the rotawire could not be moved forward or backward. Both devices were removed from the patient¿s body and separated the rotawire from the burr by manually pulling the rotawire. It was then noted that the rotawire was crumpled and unusable. The procedure was then completed with another of the same rotawire and the same burr. There were no patient complications reported.